Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was to get MRI information. The caller stated that they were attempting to complete an l spine MRI scan and the patient's ins battery is completely dead and hasn't been functioning in years. When asked for details of an event date the caller stated that the patient was in a car wreck that caused the device to malfunction. The patient had to charge the ins every few days, then had to charge it every day, and then the patient stopped charging the the device. Troubleshooting was not required. The issue was not resolved through troubleshooting. Pt called back from number in phone 2 re-reporting information previously documented in this case. Pt was wanting to know their MRI eligibility however, said they could not get their ins to recharge. Pt said they were in a car accident that cause the ins to not work in one leg. Pt said they had met with a rep who got the stimulation to draw from their other leg but cause the ins charging to go from every 3 weeks to every day. Pt said they could not keep up with it so the ins was now dead. Pt's hcp thinks pt now has another herniated disk and pt needs MRI. Pss reviewed MRI guidelines and MRI eligibility form and redirected pt to hcp/reps for further asssitance.